Manufacturer narrative:
Concomitant medical products: femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 12 128 mm stem length cementless, catalog no# 00786401200, lot no# 63723086. Shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners, catalog no# 0087530540, lot no# 63629764. Therapy date: (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and debridement was performed due to fever and infection.

Event description:
Please refer to report 0009613350-2018-01231.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: infection event description: it was reported that the patient underwent right total hip arthroplasty on (B)(6) 2017and debridement was performed on (B)(6) 2017 due to the infection and fever. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU): the IFU states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Conclusion: it was reported that the patient underwent right total hip arthroplasty on (B)(6) 2017 and debridement was performed on (B)(6) 2017 due to the infection and fever. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. It is also highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).